Event description:
On august 22, 2006, the lay user/reporter contacted lifescan alleging that a one touch ultra meter was reading inaccurately high. The technical service rep (tsr) corresponded with the reporter on august 29, 2006 to obtain/verify info. In 2006, the reporter indicated that the pt fell into a coma at an unspecified time during the night. He tested the pt while she was in a coma and got a reading of "13-15 mmol/l". Around 2:00-3:00 am that night, he believes the pt had symptoms of "sweating" and feeling "faint". The reporter called the paramedics who obtained a reading of "2.4 mmol/l" on an unidentified device. The time difference between the two reported readings is not known. The paramedics administered two injections (unk contents) to the pt in order to raise her blood glucose. After receiving treatment from the paramedics, the pt regained consciousness and was fine an unk time later. The reporter could not recall if the pt ate dinner the night before the event or what her blood glucose level was before going to bed. He did mention that the pt's blood glucose levels were high all day before the night of the event. According to the reporter, the pt may have taken a higher dose of insulin since she bases some of her insulin dosages on her meter readings. On a regular basis, the pt takes daily doses of "humalog" insulin: 4 units in the morning, 3 units at noon, and 1 unit in the evening. Before bedtime, the pt was taking 18 units of "lantus" insulin. This complaint is being reported due to the following conclusion: the pt's symptoms did not correlate with the reported lfs meter result. The pt obtained a reading between "13-15 mmol/l" during the event. The paramedics obtained a reading of "2.4 mmol/l" and had to administer injections to raise the pt's blood glucose.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.